Event description:
Received notice from FDA regarding an incident. No user facility info was included with the notice. Event description is as follows: volun (B)(6) 2011: pump malfunction - drug not infusing. Pt had difficulty breathing with exertion. Concomitant medical products: veletri, actelion - 45.8 ng/kg/mn.

Manufacturer narrative:
Voluntary report was received via the us mail. The cover page for the report stated: the attached report, (B)(4), was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The report contains all the info presently available. Included was an event date of (B)(6) 2011, a report date of (B)(6) 2011, the event report type was injury c, reporter occupation was 109 pharmacist. The reporter was not identified; as such the initial reporter was unable to be contacted for further info or device availability. The identification of the device was model number 6400. The serial/lot number was not provided. This info was entered into the mfrs complaint database for tracking and reporting purposes. This complaint does not constitute an admission that medical personnel, user facility, importer, MFR or product caused or contributed to the event. Initial report was received from the FDA. The user facility info was not made available to the device MFR and remains unk.